Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Large adjusting knob of guide has cracked at the top and bottom. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed by depuy engineering. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint states: large adjusting knob of guide has cracked at the top and bottom. Examination of the device confirms the failure mode reported. A corrective action has been identified, as the material has been changed from radel to avaspire as per eco415569. It should be noted that this device is from a batch previous to this design change. No further actions are identified. The complaint shall be closed with a justified conclusion and entered into the complaints database and monitored through trend analysis.